Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that during preparation for a pulse field ablation (pfa) procedure a faradrive steerable sheath was selected for use, it was noted that when aspirating air was noticed in the syringe and in the sheath. As troubleshooting, the catheter shaft was moistened, no success. No air seen inside the patient. The sheath was replaced and the procedure was completed successfully. No patient complications were reported.